Event description:
Additional information: healthcare provider reported that on the same day that the pump had multiple stalls i.e. 2011-(B)(6), patient experienced an increase in pain and possible withdrawal symptoms of diarrhea and severe pain.

Event description:
Additional information: it was later reported that the pump was replaced, cause being multiple motor stalls/low battery reset reported previously. The catheter was not explanted. Patient recovered without sequelae.

Manufacturer narrative:
Final analysis of the device revealed a motor corrosion and feedthru anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a pt's pump had a confirmed motor stall. On (B)(6) 2011 numberous motor stalls and recoveries were noted on the event logs. On (B)(6) 2011 at 1220pm the pump was in safe state; it had reset due to a low battery. The treatment plan was for the physician to prescribe another form of pain medication for the pt, until her current pump could be replaced. It was unk at this time whether the pt had any return of symptoms. The medication administered via the pump was compounded baclofen 225 mcg/ml concentration, fentanyl and hydromorphone; the daily doses were not provided. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.